Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was around 480 mg/dl. The customer felt nauseous that morning. After an hour her blood glucose level came down and took 2.4 more units. In almost three hours the customer had 7.5 units and a blood glucose level of 389 mg/dl. The device was not returned.